Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified mid right coronary artery. On the first inflation a 3.0 x 15 mm quantum maverick monorail balloon catheter ruptured at 13 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.